Manufacturer narrative:
Continuation of d10: product ID tm90d0 lot # serial # (B)(6); product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received a replacement for their communicator a day before yesterday but when they tried to pair it with their handset, they weren't able to pair their external devices. Patient stated that they got to the point where the handset is trying to connect with the communicator, but then it ends up on the not found screen. Patient added that they guess the issue started yesterday. Patient confirmed that the blue light was blinking on the communicator and no other light was blinking. Patient also confirmed that their communicator was not plugged into its charger. Agent had the patient try pairing their handset with the communicator, but patient then confirmed seeing the not found screen again. Agent then reviewed general device use and walked patient through troubleshooting by selecting 'switch communicator', restarting the handset and powering the communicator off, but when patient tried to turn handset on again, it keeps powering off. Agent then had patient plug the handset into the charger, and patient confirmed that the handset was at 0% charged. Patient stated that they will call back once they get their handset charged for further troubleshooting. Caller called back and was able to pair the communicator with the handset, but it was not finding the implant. The caller states that they have not charged the dbs in months. The patient does not have therapy. Advised the patient to attempt to recharge and the recharger was not finding the implant. The patient could feel the ins and knows that they are lining it up correctly. Reviewed potential for over discharge. Redirected to hcp.